Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return

Event description:
Caller reported aviva system blood glucose results 496 mg/dl and 124 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 229 mg/dl and 84 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.